Event description:
Treatment of a vertebral artery-posterior inferior cerebellar artery (va-pica) aneurysm. During the procedure, it was reported that the patient started to move while the physician was attempting to detach the coil causing the implant coil to detach prematurely and be implanted in the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken talk weld likely caused the coil to detach. (B)(4).